Event description:
It was reported that the patient presented during a follow up in clinic. The device was found to be in backup vvi. The patient's presenting rhythm was 67.5 ppm paced. Patient was asymptomatic. Device download was performed successfully.